Event description:
Hcp reported pt presented with signs of infection january 2005. Symptoms included redness, swelling and pain. Cultures were not obtained. The pt was treated with oral antibiotics and total device system explant. Hcp reported the infection resolved. The device was explanted but not returned to the manufacturer for analysis.